Event description:
Surgeon was preparing the tibia utitizing an m2 baseplate template. The tibial alignment jig handle was still attached. As the surgeon hammered on the universal stem punch, the tibial alignment handle started to unthread. When it reached the last thread, the thread broke off and fell into the incision. The surgeon noted this and removed the thread. An attempt was made to screw the alignment handle back into the template, but it was determined that the template threads may be damaged. There was no adverse consequence for the pt or delay in surgery or anesthesia time.

Manufacturer narrative:
Summary evaluation: the result of the evaluation performed suggest the event was attributed to user misuse.